Event description:
It was reported that the patient presented to the hospital after experiencing a fall. Electrocardiograms revealed an intermittent loss of ventricular output. The pulse generator was in backup vvi operation. The device was explanted and replaced.

Manufacturer narrative:
Analysis confirmed normal battery depletion.